Event description:
Per information provided: on (B)(6) 2015 ¿ patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo ps (device 1). Per op notes, ¿fascial defect in the epigastric area was noted. A ventralight st using echo ps (device 1) was placed beneath the fascial defect and secured circumferentially using tacks.¿ on (B)(6) 2016 ¿ patient was diagnosed with incarcerated recurrent incisional hernia, ischemic small bowel thereby underwent laparoscopic repair. Per op notes, ¿a very tight necked recurrent incisional hernia with strangulated, necrotic small bowel within its contents. The hernia sac located below the umbilicus. The small bowel was ischemic was divided. A perfix plug (device 2) was not used at this time due to the contamination and the fact that patient was tachycardic at the beginning of surgery.¿ (note: per medical record, operative note clearly states that the mesh was not implanted in this procedure).

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralight st mesh using echo ps (device 1). An additional supplemental emdr was submitted to represent the perfix plug (device 2). Note, the manufacturing date (15-jan-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.